Event description:
It was reported that patient went to dds for a routine visit. It was noted on the xray that infection was present. Patient saw omfs and it was determined that implant needed to be removed due to loss of integration and peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided g4: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.